Event description:
I was reported that a patient underwent a joint arthroplasty on (B)(6) 2026. Two weeks post revision, the patient lifted his grandchild and the device dislocated. The surgeon performed a closed reduction at his under fluoroscopy; however, the patient reported that the device felt unstable and was "popping out." Therefore, the patient underwent revision surgery and the surgeon and observed laxity in the joint space; the neck was revised.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated:b6, h3, h6. The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (medical imaging, returned device analysis, DHR review, and complaint history review), the most probable root cause of the dislocation of the device is related to the patient not following post-operative restrictions. Specifically, the patient reported returning to physical activity less than two weeks after surgery. As outlined in the device instructions for use (IFU), "never intentionally do movements which could lead to the prosthesis dislocation. The device is not designed to withstand the stress of weight bearing, excessive load bearing, or excessive physical activity."